Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-jul-23 regarding a patient receiving saline (1000mcg/ml at 99.93494mcg/day) via an implanted infusion pump. It was reported that the patient felt nerve pain was secondary to pump placement. As the therapy was currently suspended, the patient had elected to have the pump explanted. On (B)(6) 2020 the pump was explanted, the catheter was partially explanted, and the distal portion of the catheter was tied off. The issue was resolved without sequelae on the date of explant. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. It was noted that the pump pocket was the site impacted. No further complications were reported or anticipated.

Event description:
Additional information received from a healthcare provider via a clinical study reported that during explant, on (B)(6) 2020, the distal portion of the catheter was tied off rather than removed it its entirety. The operative note reads" 'the distal catheter was pulled and tied off 6 inches from the connecting point and then cur and allowed to withdraw into the tissues.' It can be surmised that the physician was met with some resistance when attempting to remove the catheter. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID: 8781, lot#serial#: (B)(6), implanted: on (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.